Event description:
It as reported does not pump. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tampered seal label was intact, there were scratches found on liquid crystal display and battery door missing. During functional testing, the reported complaint was verified. Running three accuracy tests, one or two of the tests, the pump was found to be over delivering to the manufacturing specifications. Root cause was expulsor was out of mechanical specification. Device was slightly over delivering. The pump's expulsor was trimmed in order to bring the delivery into more nominal of a range.